Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia and vaginal discharge. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection, hematuria, urinary retention.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.